Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that no audio output occurred. The patient experienced no audio output from the mobile device. Patient reported that on (B)(6) 2024, she was sleeping and when she woke up, the continuous glucose meter (cgm) was reading high mg/dl however, the patient reported the cgm device was not alerting. No blood glucose (bg) meter comparison was provided. The patient also described herself as ¿not functionable¿. The patient¿s husband called an ambulance. Once emergency medical services (ems) arrived, the patient was transported to the hospital. The patient¿s blood was drawn, and her bg level was found to be high (no specified value reported). The patient was treated with insulin and was discharged home after 2 days. The patient was in good condition at the time of report. Data was evaluated and data investigation could not confirm the no audio alert on the mobile app. It was noted in the investigation window that patient did not cross or reach their high threshold of 400 mg/dl from (B)(6) 2024. Patient crossed their high threshold of 250 mg/dl with an estimated glucose value (egv) of 251 mg/dl at 7:13 am on (B)(6) 2024. Patient received their initial high alert at 7:13 am, which sounded with some volume. Five minutes later at 7:18 am, patient received another high alert with some volume. Patient continued to receive their high alert with some volume until it was cleared at 8:08 am, as patient's glucose values fell below their high threshold of 250 mg/dl with an egv of 248 mg/dl. The probable cause could not be determined. No additional patient or event information is available.